Manufacturer narrative:
The reported events of high pacing impedance and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient was presented for initial implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) exhibited high, out of range pacing impedance and loss of sensing. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.